Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received partially broken, with a missing reservoir retainer, a missing reservoir tube o-ring, a scratched case, a missing display window cover, a pillowing keypad overlay, and minor scratches on the lcd window. Analysis was unable to perform the displacement test due to the missing retainer. The battery tube was inspected and no missing pieces or damage were noted by analysis.

Event description:
Customer reported cosmetic damage to their insulin pump. The device will be returned for analysis.